Event description:
It was reported that, "patient had an anterior dislocation postoperatively while showering. She was taken back to surgery in 2008 and the implanted insert was removed and replaced with a 643-00-36f elevated rim 36mm insert."

Manufacturer narrative:
There is insufficient information at this time to determine if a stryker device caused the patient's dislocation. The pca femoral was also removed and replaced with a femoral head. Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.